Event description:
It was reported that during a shoulder arthroscopy procedure, the surgeon had been using the probe unit. When the surgeon removed the probe unit from the joint and upon reinsertion, he noticed that the tip of the unit was missing. The surgeon used the arthroscope to search and locate the dislodged tip from the patient's shoulder. A replacement unit was available and the procedure was completed successfully. Further, no adverse consequences to the patient were reported.

Event description:
It was reported that during a shoulder arthroscopy procedure, the surgeon had been using the probe unit. When the surgeon removed the probe unit from the joint and upon reinsertion, he noticed that the tip of the unit was missing. The surgeon used the arthroscope to search and locate the dislodged tip from the patient's shoulder. A replacement unit was available and the procedure was completed successfully. Further, no adverse consequences to the patient were reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported tip breaking failure mode could not be confirmed since the unit was not returned for evaluation. The device history record of this lot disclosed no discrepancies that could contribute to this condition. However, this is a known failure mode with probable root causes be associated, but not limited to: non conforming components, assembly process, and/or misuse. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.